Manufacturer narrative:
Additional: it has since been reported that the device was electively explanted on (B)(6) 2019; the patient was re-implanted with a new device during the same surgery. This report is submitted on may 13, 2019.

Manufacturer narrative:
This report is submitted on february 04, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
This report is filed on june 28, 2019.